Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 133 mg/dl at the time of the call. The customer stated that the buttons on the insulin pump may have been pressed longer than three minutes while exercising. The customer stated that they will consult their health care provider about the issue before taking any actions. The customer did not return the product back for analysis.